Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) was confirmed. As received, the belt failed incoming testing. Upon eval, there was an open along the pulse wire between the dn and ECG 'b'. The cause of the non-functional te's is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the therapy electrodes (te's) were non-functional.